Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2019. The lot was manufactured september 11-12, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device with green colored water. Device was monitored until the next day with no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) large volume intermate leaked from an unknown location. This occurred during filling. There was no patient involvement. No additional information is available.